Event description:
The consumer reported that she was having issues charging the device and was having pain in her neck. The patient stated that she was getting electrical shocks in her arms and fingers. The patient met with a manufacturer representative who was helping. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.